Manufacturer narrative:
Merge technical support assisted the customer with troubleshooting efforts by instructing the user to test the device with the provided test plug. Only channels 1 and 2 would display. Rebooting and resetting of the device still did not display channels 3 and 4. Merge technical support shipped replacement hardware, a patient data module (pdm) [RMA #11769], to the customer on 20feb2017. The faulty unit was shipped to the vendor (schiller) for evaluation and was then returned to merge healthcare on 03mar2017. The vendor's evaluation results showed that no problems were found with channels 3 and 4 and the problem the customer reported could not be duplicated. The unit then underwent testing and passed. Once merge healthcare received the tested unit, it was sent to service stock. Device labeling, hemo-6373, addresses such an occurrence with statements such as, "channel 1 through 4 - allows the user to select a location label for recording invasive pressures. This includes setting up and selecting pressure labels to allow for common recordings to be captured. If a transducer or cable is not connected, the affected channel(s) will be grayed out." Based on the results of the troubleshooting efforts between merge technical support and the customer and the device evaluation results by the vendor, the cause of the customer's reported problem could not be fully determined.

Event description:
Merge hemodynamics monitors, measures, and records physiological data from a human patient undergoing a cardiac catheterization procedure. The system comprises the patient data module and the merge hemodynamics hemo monitor pc. The two units are connected via a serial interface. All vital parameters and evaluations are registered and calculated in the patient data module. This data is then transmitted to the merge hemodynamics hemo monitor pc via the serial interface. All data can be shown and monitored on the merge hemodynamics hemo monitor pc. On (B)(6) 2017, a customer reported to merge healthcare that problems were experienced with the patient data module (pdm) during a procedure where the device would not display pressure values and the unit could not be zeroed properly. This required the user to reboot the hemo system resulting in a loss of patient monitoring. After reboot, the values did not display on channels 3 and 4, so the medical staff opted to move the patient to another lab. With merge hemo not capturing physiological data, there is a potential for incorrect treatment that could cause harm to the patient. The customer reported that the procedure was completed successfully once the patient was moved to a functioning lab. (B)(4).